Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
The customer called technical support (ts) reporting that the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with parts ID for the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information, but no response has been received from the customer. This file is closed and will be reopened if new information becomes available.